Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. This is the first complaint reported for lot number anyf0212 to date for deployment issues. Visual/microscopic inspection: no sample was returned; therefore no visual/microscopic inspection could be performed. Functional/performance evaluation: no sample was returned; therefore no visual/microscopic inspection could be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: one digital photo was reviewed by engineer (B)(4). In the photo one flair delivery system can be partially seen. The grey outer catheter is broken near the proximal end of the delivery system confirming the investigation for a break. The stent graft can not be seen in the photo. Two flair labels appear in the background of photo however can not be read. Conclusion: the device was not returned. One photo was provided for review. The investigation can be confirmed for an outer catheter break based on the photo. The investigation is inconclusive for the failure to deploy. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current flair endovascular stent graft instructions for use (IFU)provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during deployment of the endovascular stent graft, the outer gray catheter broke. It was then reported that the device was retracted without incident and another stent graft was used to complete the procedure. There was no reported patient injury.